Event description:
Vygon double lumen PICC line noted to be leaking at site. PICC line pulled back 2.5cm and leak noted to be at 19.5cm mark. PICC line pulled and saved for reporting purposes

Manufacturer narrative:
We received the catheter as a faulty sample. Both lumens are connected to a needle-free connection system and a 6 ml syringe with a piston diameter of a 10 ml syringe (each filled with 5 ml heparin lock flush solution). Flushing of both lumens result in a flow, but also reveals a leakage of the green lumen in the area of the bump-tube. The microscopic examination shows mechanical damages, which are responsible for this leakage. There are two adjacent little longitudinal tears/cuts with a length of approx. 0.27 mm and 0.32 mm probably caused by sharp instruments during catheter placement/dressing change (e.g., forceps). . We were informed that the customer used a 3 ml syringe (although two 6 ml syringes with a piston diameter of a 10 ml were connected) and alcohol-based disinfectant was used. Even if the cause of the leakage(s) was not a pressure burst but mechanical damage, according to the IFU, too small syringes should not be used. There is a warning in the product's IFU, which states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked as well as an incoming goods inspection are carried out, there are (B)(4) further complaints for batch 8023296 and (B)(4) further complaints regarding a leaking catheter on code 4g07125223 within the last three years. For your information, the general complaint rate for code 4g07125223 from 2018 to 2020 is at (B)(4)[%]. None of the analyzed complaints was manufacturing related. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Vygon double lumen PICC line noted to be leaking at site. PICC line pulled back 2.5cm and leak noted to be at 19.5cm mark. PICC line pulled and saved for reporting purposes.